Event description:
A paratrend 7+ sensor was calibrated and inserted into the pt's artery to a depth of about 20cm. Upon completion of the medical procedure, sensor withdrawal was attempted by use of the rotary advancer, but this was unsuccessful and the sensor and catheter were removed concurrently. During the removal, the sensor broke leaving a 5cm section in the artery. The doctor was able to retrieve the detached section with tweezers because it was protruding out onto the surface of the skin. The pt reportedly suffered no harm.